Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited noise and oversensing. Boston scientific technical services (ts) reviewed the episodes of noise and concluded the noise was consistent with oversensing of the minute ventilation (mv) feature. Additionally, a chest x-ray was performed and noted a fracture of the ra lead that was consistent with subclavian crush. The lead configuration was programmed to unipolar and monitoring will be continued. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.